Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204 -belt/ monitor unusable) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/ monitor unusable). As received, the belt receptacle was pulled from the monitor case and was loose from the j1001 connector on the computer / analog (ca) board. The cause of the code 204 is the damaged receptacle. Additionally, there was contamination found on the ca board, jtag table board, and display assembly. The root cause of the damaged receptacle is excessive force placed at the receptacle. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 - belt monitor unusable) has been confirmed. Upon investigation, the belt pins were bent in the trunk cable connector and the electrode belt was unable to securely connect to a monitor. The root cause for the bent pins were excessive force. No adverse events occurred from the damaged monitor or electrode belt. Monitor sn (B)(4) - 10/01/2013, belt sn (B)(4) - 09/17/2018.

Event description:
A us distributor reported that a patient was receiving service code 204 - belt/monitor unusable.